Manufacturer narrative:
(B)(4).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging, also possibly might have blood in the helium port. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and investigated the customer's complaint of batteries not charging. Battery #1 charged with no problem, battery #2 would not charge no matter what port it was installed in. The fse troubleshot the battery and determined the #2 battery need to be replaced. There was also a blood back on the same unit and only the pim was affected. Replaced the #2 battery and the pim. Functional tested without any issue. Calibrations were completed. Cardiosave services completed. Safety, and functionality checks to factory specifications. Released to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging, also possibly might have blood in the helium port.